Manufacturer narrative:
From the device history record, lot# 20200218-23-sh was manufactured on 17th jan 2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.145 g / 10 pieces. There are 147 occurrences reported in the past 12 months. No sample available for investigation, only photos of lint were provided. According to our supplier, the or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production and all linting test data were within the acceptable range. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of the operating room towels pwtb04-stm from the cath angio pack sanhfcauib during a uterine fibroid embolizaton procedure. Lint was found on the gloves of the physician and staff. There was no patient injury. Report being filed for risk to patient.